Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this bed. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
(B)(6) medical center notified the distributor which was further reported to baxter on 09 feb 2026 and reported that for 1 unit of totalcare (product code: p1900q007147; lot/ serial number: (B)(6)) that hilow head was not rising. There was no patient/user injury, medical intervention, symptom, or adverse event reported.